Event description:
Procedure performed: laparoscopic right hemicolectomy. Event description: during a laparoscopic right hemicolectomy the inner basket from the head/valve of the port became separated from the port and dropped into the abdominal cavity. Fortunately, it was noticed by the surgeon and the part could be retrieved. Additional information provided by applied medical representative via email 08nov21: all pieces were retrieved. The entire instrument guard fell out of the trocar. Haemolock instrument. Type of intervention: fragment was retrieved. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the complainant's experience of a dislodged shield, an internal plastic component of the seal. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic right hemicolectomy. Event description: during a laparoscopic right hemicolectomy the inner basket from the head/valve of the port became separated from the port and dropped into the abdominal cavity. Fortunately, it was noticed by the surgeon and the part could be retrieved. Type of intervention: fragment was retrieved. Patient status: no patient injury.